Event description:
Pt was admitted for bronchoscopy, thoroscopy with wedge resection possible lobectomy for lung mass. During procedure, stapler used to secure and divide the pulmonary vein successfully. Attention was then turned to pulmonary artery. Additional dissection needed for proper fit. On removal of stapler there was a clean dissection of the pulmonary artery with significant bleeding. Sternotomy performed, bleeding controlled. Pt received 3u prbc's to replace blood loss from surgery and complication. Pt transferred to critical care x48 hrs for close monitoring. Pt currently on general surgical floor with possible discharge (B) (6) 2010.